Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion. Guide catheter: heartrail4 6f. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), traveler rx, global, costa rica, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the diagonal coronary artery. The traveler rx 2.5 x 12 mm balloon dilatation catheter was advanced to the lesion without resistance, but the balloon ruptured at 8 atmospheres during the first inflation. When the device was outside the anatomy, a pinhole rupture was confirmed. It was also reported that the device had been prepped inside the patient prior to inflation. The lesion was further dilated with a non-compliant balloon catheter and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.